Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the thread broke (removal from package / during passage through tissue / during tying / post-op)? During passage through tissue the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During the procedure, the thread broke off. There were no adverse patient consequence reported.